Manufacturer narrative:
Contrary to the reported fire, a steris service technician arrived on-site and confirmed the cmax table emitted smoke, no fire was observed. The patient subject of the reported event was transported to a different table and the procedure was completed successfully. A procedure delay occurred as a result. The table was removed from service. While on-site, the steris service technician spoke with the user facility regarding the reported event. The user facility stated that the procedure required heavy use of irrigation fluids as part of the procedure. The technician inspected the cmax surgical table and identified fluid intrusion within the table's power supply at the base of the unit which caused the power supply to short, resulting in the reported smoke. The technician identified that the user facility failed to properly drape the table prior to the patient procedure, allowing the irrigation fluid to enter the power supply. The technician replaced the entire power supply assembly, tested the unit, and confirmed it to be operating according to specification. The technician notified user facility personnel of the need to drape the table during procedures which require heavy irrigation fluid to prevent possible fluid intrusion within the table. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported their cmax surgical table caught fire during a patient procedure. No injury occurred as a result of the reported event.

Manufacturer narrative:
Steris became aware of this event on 5/5/2017 and filed MDR 1043572-2017-00035 on 6/2/2017. Upon receipt of user facility medwatch mw5070968 on 7/25/2017 we reviewed our service history and confirmed the event described in medwatch mw5070968 is the same event which was reported in MDR 1043572-2017-00035. The medwatch contained no additional information from what we previously reported.

Event description:
Reference medwatch mw5070968.